Event description:
Physician was attempting to deliver 1 endeavor sprint drug-eluting to a lesion with 75% stenosis and moderate tortuosity, a previously deployed stent was located proximately to the lesion, but the stent could not cross. When the device was removed it was noted to be deformed. A new device was used. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first two distal stent segments were damaged. The distal tip was damaged. Blood and contrast were present inside the balloon and inflation lumen. The device passed negative prep. Pressure was applied to the device and the balloon inflated without issue. The balloon maintained pressure at 9atms (nominal) and 16atms (rbp) confirming there was no leak on the device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75% stenosis and moderate tortuosity. (Deformation problem) evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 75% stenosis and moderate tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).